Event description:
Patient reported for left-side device "fluid in left breast next to implant," "sore throat for weeks(not sick) feels swollen," not device related, "atypical lump in left breast, several other lumps/cyst," not device related, "breast shape change- smaller," "weight loss 7-8kg without trying," "fatigue," not device related, "slight pain in both breast that comes and goes, and breast is harder." Device remains implanted.

Manufacturer narrative:
Adverse event problem: f2201. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. The following device information was reported. It is unknown, which side they are associated to. Lot#: (B)(4), serial number#: (B)(6); lot#: (B)(4), serial number#: (B)(6).

Event description:
Healthcare professional, later reported, capsular contracture, baker grade ii/iii. Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. ¿ flu-like symptoms-ndr : unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule-ndr : unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability : unable to observe as it is a medical event that is not related to the device. ¿ varied injuries-ndr : unable to observe as it is a medical event that is not related to the device. ¿ malaise -ndr : unable to observe as it is a medical event that is not related to the device. ¿ pain : unable to observe as it is a medical event that is not related to the device. ¿ cyst : unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported for left-side device "fluid in left breast next to implant," "sore throat for weeks(not sick) feels swollen," not device related, "atypical lump in left breast, several other lumps/cyst," not device related, "breast shape change- smaller," "weight loss 7-8kg without trying," "fatigue," not device related, "slight pain in both breast that comes and goes, and breast is harder." Healthcare professional later reported capsular contracture, baker grade ii/iii. Device has been explanted.

Event description:
Device has been explanted.